Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of life message. Patients thresholds were very high. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted device was kept by the medical facility.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, this investigation is assigned a probable cause of unable to exclude device problem.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of life message. Patients thresholds were very high. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted device was kept by the medical facility.